Manufacturer narrative:
(B)(4).

Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. On (B)(6) 2024, the patient was sitting around the pool with her friends when she began experiencing confusion. The patient¿s friend tried giving her jelly and then called emergency medical services. It was discussed the patient¿s cgm was in a sensor error state at this time and was not providing the patient with any cgm readings. The patient reported not being aware that the cgm was in an error state during this event. Once ems arrived, the patient¿s bg meter reading was ¿32 or 38 mg/dl¿. The patient was treated with IV glucose. The patient remained at home and declined being taken to ER. The patient was in good condition at the time of report. No product or data was provided for investigation. The allegation and probable cause could not be determined.